Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure there was a damaged conductor wire (black) on the force bipolar instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a total hysterectomy. The instrument was inspected prior to use with no noted damage. During the procedure, the customer found that the wire was broken intraoperatively, so the instrument was removed it and replaced it. It was noticed while activating bipolar. Isi followed up with the initial reporter and obtained the following additional information: it was stated that there was no arcing observed as the source was recognized and nothing fell into the patient.